Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the case manager that the patient's vns was explanted approximately 1.5 months after implant due to infection. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. No other relevant information has been received to date. Product return and evaluation is not necessary as the reported event is not related to delivery of therapy or the functionality of the device.